Event description:
It was reported that prior to a surgical procedure at the user facility, the unit was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be duplicated. No additional information could be provided by the user facility upon follow up. Routine maintenance was performed on the device and it was returned to the user facility.